Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2316-50e serial/lot: (B)(4) description: infinion 1x16 perc lead and splitter 2x8 kits the leads were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that during the implantation procedure while the physician was inserting the needle, the patient moved resulting in a dural puncture and csf leak. The procedure was then aborted. There was no medical intervention for the dura puncture. Two days after the procedure the patient developed epigastric pain radiating to the back followed by thoracic spinal pain radiating to the neck and chest bilaterally. Numbness and pain in hands and fingers was also reported. The patient was then transferred to ICU for observation, pain management and treatment of pain. The patient remains stable with pain decreasing. The reported numbness resolved without treatment.

Event description:
A report was received that during the implantation procedure while the physician was inserting the needle, the patient moved resulting in a dural puncture and csf leak. The procedure was then aborted. There was no medical intervention for the dura puncture. Two days after the procedure the patient developed epigastric pain radiating to the back followed by thoracic spinal pain radiating to the neck and chest bilaterally. Numbness and pain in hands and fingers was also reported. The patient was then transferred to ICU for observation, pain management and treatment of pain. The patient remains stable with pain decreasing. The reported numbness resolved without treatment.